Event description:
Patient reported "extracapsular rupture causing silicone to leak". Later, healthcare professional reported on ultrasound report " increased echogenicity in the lymph nodes within the left axilla with snowstorm appearance." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.